Manufacturer narrative:
Batch review performed on 30 july 2025. Lot 2401234: (B)(4) items manufactured and released on 16-apr-2024. Expiration date: 2029-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: implant mobilization is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had hip pain and the surgeon determined the cause was loosening around the lateral shoulder of the implant and the cause is unknown. At about 8 months post primary the surgeon revised the stem, head and liner. The surgery was completed successfully.